Event description:
Discovered a perfectly round hole in a freshly opened contact lens. Packaging was properly sealed. This was from a box of 90 lenses; about 34 lenses remain in the box. No problems had been noted in the previously used 55 lenses. Placed contact in eye, felt like there was something on the lens, removed it & rinsed with saline. Upon examination I noted a small hole in the lens.